Event description:
This is a spontaneous case report received on 03-may-2016 from a female consumer of unspecified age in united states. She had essure (fallopian tube occlusion insert) inserted in 2009 for permanent sterilization. At first, this case did not meet four criteria to be a valid case. Upon receipt of follow-up on 03-may-2016, case was updated and became valid. Information received from consumer states that she is trying to locate her procedure records because she is having issues with essure. According to her, she is going to have hysterectomy surgery and office can't find her essure procedure records. She said she is having pelvic pain and "a whole list of issues" with essure, including bleeding that started during 2011 and she needed to have a uterine ablation with d&c (dilation and curettage) to remedy the bleeding. At the time of this report the events were ongoing and essure was continued. Follow-up received on 19-may-2016 (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had pelvic pain and bleeding (regarded as genital bleeding) after essure (fallopian tube occlusion insert) insertion. She was submitted to a uterine ablation with d&c (dilation and curettage) to treat the bleeding. According to her, she is going to have a hysterectomy. The reported events are listed in the reference safety information for essure. After essure insertion, abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this case, limited information was provided. Nevertheless, considering events' nature and in the lack of alternative explanations, causality with the suspect insert cannot be excluded. This case was regarded as incident, since surgical intervention (dilation and curettage) was required as bleeding treatment. A product technical complaint investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Follow-up information is being sought.

Manufacturer narrative:
Follow-up received on 17-aug-2016: follow-up attempts have been completed, with no response to date.

Manufacturer narrative:
Data correction for us reporting. The code (B)(4) was replaced with (B)(4).